Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, customer changed the infusion set and cartridge, and resumed insulin.